Manufacturer narrative:
This supplemental report is submitted to provide the device evaluation, independent laboratory culture results, the legal manufacturer¿s investigation, the device history record (DHR) review and applicable corrections. The olympus scope was sent to an independent laboratory for culture testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. Upon completion of the independent laboratory culturing, the subject device was returned to olympus for inspection. The device passed all testing and the device was returned to the customer unrepaired. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact cause of the event could not be determined. The independent culture results were found to be within the standard specification range. The instructions for use (IFU) cautions the users of incorrectly reprocessing and proper handling of the device: IFU (reprocessing manual) states as follows: ¿1.4 precautions: an insufficiently cleaned, disinfected, or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor the field performance of this device.

Event description:
It was reported by the customer, all channels were sampled and the evis exera ii duodenovideoscope tested positive for seven (7) colony forming units (cfus) of pseudomanas fluorescens. The distal end was also sampled and tested positive for one (1) cfu of burkholderia cepacian and six (6) cfus of coagulase-negative staphylococci. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization of the scope was performed by the customer. The last sampling date was (B)(6), 2021. There was no patient infection. Pre-cleaning was performed with aniosyme x3 pre-disinfectant. Bedside pre-cleaning/manual treatment was performed with albyn medical, aniosyme x3 and anios anioxyde 1000 disinfectant. The biopsy valve, air valve, and suction valve were manually disinfected and sterilized. The scope was then treated with onelife enziqure. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.